Event description:
On (B)(6) 2005, the patient underwent treatment of a type b thoracic aortic dissection with a gore® tag® thoracic endoprosthesis implanted distal to the left subclavian artery origin. On (B)(6) 2015, follow-up CT imaging identified persistent dissection of the descending thoracic aorta just distal to the left subclavian artery origin. On (B)(4) 2015, the patient underwent an aortic arch debranching of the ascending aorta to innominate and a left common carotid-subclavian bypass. Additionally, three conformable gore® tag® thoracic endoprostheses first were implanted for endovascular repair of the dissection. It was reported the first thoracic endoprosthesis (tgu454520) was implanted proximal from the ascending aorta for treatment of the endoleak. Next, an endoprosthesis (tgu373710) was implanted just distal to the originally implanted endograft for coverage of a new fenestration. The procedure concluded with the implantation of the third endograft (tgu454510) as a bridge between the tgu454520 and tgu373710 devices. No deployment or device issues were reported. Final angiography showed a patent bifurcated 16x8 mm dacron graft to the great vessels and the complete exclusion of the false lumen. It was reported during wound closure the patient suffered an acute hemodynamic collapse with significant blood loss (exact amount unknown). Emergency exploration of the chest identified a focal dissection of the anterior aspect of the ascending aorta proximal to the origin of the bifurcated graft. The cause of the dissection was reported to be due to the placement of the side-biting aortic cross-clamp. An attempt was made to repair the dissection with coronary bypass, however; due to the patient¿s written advanced directives a transfusion with blood products or coagulation factors could not be administered. Despite attempts to repair the ascending aortic dissection, it was reported the patient expired from exsanguination.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Patient medications include atenolol, codeine, hydrochlorothiazide, levothyroxine, losartan, simvastatin, warfarin, aspirin, cyanocobalamin, pyridoxine and rutin. The review of the manufacturing paperwork verified that lot# 12279406 met all pre-release specifications. A review of the manufacturing records for the aortic tag thoracic endoprosthesis (ver 1.5) implanted on (B)(6) 2005 could not be performed as the lot number of the device was not available.